Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt or event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported the foley catheter broke at the y-connector.